Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that cerebral vascular accident (cva) and thrombosis occurred. A left atrial appendage closure procedure was performed, and a watchman laa closure device was implanted. 1,917 days post index procedure, the patient was being evaluated for a potential cva. Sonography imaging was conducted, and a large thrombus was found to be securely attached to the face of the closure device. No further information was reported at the time of this report.